Event description:
It was reported that restenosis occurred. On (B)(6) 2024, the 100% stenosed target lesion was located in the moderately severely calcified proximal left circumflex (lcx). During inflation of a 2.00 mm x 30.00 mm agent dcb, a type b dissection occurred. On (B)(6) 2024, follow-up angiography revealed restenosis in three branches. Coronary artery bypass grafting (CABG) was recommended, but the patient preferred reintervention with percutaneous coronary intervention (pci). On (B)(6) 2024, percutaneous coronary intervention (pci) was performed on the proximal and distal lcx.